Manufacturer narrative:
The customer¿s report of a leak when connected to another set was not confirmed. Visual inspection showed no anomalies. The concomitant primary set was not received for analysis. Functional testing of the secondary set was performed and no leaks or other issues were observed. The root cause of the report of the set leaking when connected to another set was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the texium was observed leaking while connected to the smartsite port on a primary pump tubing. There is no report of patient harm.